Manufacturer narrative:
The rapid gas loss alarm was resolved by the user pressing the iab fill key after initially attempting to restart the balloon. The user verified that there was no blood in the helium tubing, no kinks, and all connections were secure. Additionally, the user was educated on potential clinical causes of the alarm, including the impact of increased intrathoracic pressure.

Event description:
The user called the emergency support program line for assistance with a rapid gas loss alarm. No patient harm was reported.